Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1521803 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose meter turns on but immediately turns off upon strip insertion. The customer also reported that the meter does not turn on with strip insertion, but turns on when pressing the button, and that this was an intermittent problem. The customer stated these issues started on (B)(6) 2015 at 7:30am. The customer reported that she woke up on (B)(6) 2016 at 7:00am, "feeling dizzy, nauseated, tired and fatigued." The customer was unable to test her blood sugar due to her meter not working. She experienced a loss of consciousness, and was transported to a hospital where she regained consciousness. The customer was tested at the hospital with a reported reading of 26 mg/dl, and diagnosed with hypoglycemia. The customer stated she was treated with insulin for her low blood sugar, and verified this statement. No further treatment was reported. It should be noted that treatment with insulin is inconsistent with hypoglycemia. There was no report of death or permanent injury associated with this event.